Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 2.1 was not detected on the bus. A field service engineer replaced the retractor, drawer board, and controller board, but the drawer 2.1 continued to fail and could not be configured. After further troubleshooting, the drawer 2.2 retractor band was replaced but still failed and then drawer board was replaced again, and following a proper reboot, the drawer became responsive. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.